Event description:
Ambulance personnel were attempting to routinely monitor a patient en route to the hospital. Allegedly the device displayed a leads off message and a flatline. The operator checked all electrode and cable connections and could not discern a reason for the message. The reporter stated there were no adverse effects to the patient as result of the alleged malfunction.